Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 a call was received from a patient who reported that while wearing the acuvue oasys brand contact lens he/she experienced ¿irritation and problems with his/her eyes.¿ on (B)(6) 2017 the patient returned a call to report that he/she was diagnosed with a corneal ulcer od. The pt reported that recently the ¿lenses have been developing ¿nitches¿ along the edges, are thin in the middle and are tearing easily.¿ the pt reported that he/she went to the eye care provider (ecp) on (B)(6) 2016 and then sent to a specialist on (B)(6) 2016. The pt reported that he/she was diagnosed with a corneal ulcer od and was prescribed three medications including antibiotics q 1 hour. The pt reported that he/she is now ¿in healing¿ and has not yet returned to contact lens wear. The pt also reports he/she still has light sensitivity. The pt also reported that the suspect lenses were discarded. The pt also reported a history of dry eyes. A call was placed to the pts initial treating ecp on (B)(6) 2016 and the following information was obtained from the ecps representative as follows: the pt was seen on (B)(6) 2016 and ¿diagnosed with a corneal abrasion od, between 8-9 o¿clock.¿ the va was measures as 20/50 ou, not corrected. The pt was prescribed polymixin b/trimethoprim drop q 6 hours for 7 days. The representative reported that ¿a fluorescein eye exam confirmed the diagnosis.¿ the representative reported that the pt was advised not to wear lenses for two weeks and to return if no improvement on monday for ophthalmology referral. It was reported that the pt has not returned for a follow-up visit. On (B)(6) 2017 a call was placed to the pts treating ophthalmologist and the following information was obtained as follows: the representative reported that the pt presented with eye pain and was diagnosed with a corneal ulcer od on (B)(6) 2016. The representative reported that the pt told the ecp that he/she was ¿using a facial scrub, got a bead in his/her eye and inserted a lens on top of it.¿ the representative reported that the corneal ulcer was at 8 o¿clock. The pt was prescribed vigamox q 1 hour while awake (B)(6) 2016 and (B)(6) 2016. It was reported that the pt returned for a follow-up visit on (B)(6) 2016. The representative reported that the ¿frequency was decreased to qid until (B)(6) 2016.¿ the pt was also prescribed erythromycin ointment to use at bedtime until (B)(6) 2016. The pt returned on (B)(6) 2016 for a follow-up visit. The corneal ulcer was noted as resolved, no scarring noted. The pt was advised that the medications could be discontinued and he/she could return to contact lens wear after a week. No additional medical information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00kh5b was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.